Manufacturer narrative:
Film evaluation summary; the exact cause of the retrograde type a dissection could not be determined from the films provided. Films prior to implant were not available and the patient¿s previously reported dissection could not be assessed, and films during implant were also not available. CT¿s returned from 1-day post-implant revealed that the patient had been implanted with 3 valiant stent grafts. The aortic arch had been debranched, and the devices were positioned proximally from near the level of the innominate artery, across the arch, and positioned distally to 2cm above the level of the celiac artery. Beginning near the proximal bare spring, a type a retrograde dissection was observed along the medial/left and inside curvature of the thoracic, extending to the aortic valve. Analysis of the returned films did not reveal any stent graft or anatomical anomalies that could explain the observed type a dissection. Although no clear stent graft issues were observed near the start of the dissection, it is possible that the interaction of the stent grafts implanted into a patient with a type b dissection thoracic may have led to the type a dissection. It is unclear if the aortic arch de-branching just prior to implant may have also contributed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant devices are: vamc3834c150tu, s/n: (b)(3); use by date: 2019-09-11; upn # (B)(4). Vamf4036c150tu , s/n: (B)(4); use by date: 2019-10-04; upn # (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of a 260mm length thoracic aortic dissection. Approximately 2 days prior to the index procedure, the patient had an open debranching of the aortic arch and during the index procedure the stent graft system was implanted in the thoracic aorta, from the innominate artery origin to the distal thoracic to treat a dissection with imh. Both procedures went well. The following day, the patient had sudden onset chest pain and was rushed to CT. The CT showed a retrograde dissection. Per the physician, the cause of the event is unknown. The patient died shortly after.